Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ ii short needle insulin syringe 0.3ml 0.30mm the label information was missing. There was no report of patient impact. The following information was provided by the initial reporter: no vendor lot, no expiry date.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. The customer returned two images for the 0.3ml, 30 guage, 8mm, 10bag bd ultra fine ii syringes lot 1347465. The customer reported label information missing on the polybag. The images were examined, and it was observed that the lot number, manufacturing date, and expiration date are missing from the reverse side of the polybags. A review of the device history record was completed for batch# 1347465. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the image received, embecta was able to confirm the customer¿s indicated failure of label information missing. H3 other text : see h.10.

Event description:
It was reported while using bd ultra-fine¿ ii short needle insulin syringe 0.3ml 0.30mm the label information was missing. There was no report of patient impact. The following information was provided by the initial reporter: no vendor lot, no expiry date.